Event description:
On (B)(6) 2013, the pt received a zteg-2p-36-152-pf-us (lot #e3058645), zteg-2p-36-127-pf-us (lot #e3080593), zteg-2p-36-202-pf-us (lot#3040430). At the completion of the procedure, the devices were patent with no kink or endoleak. The pt was discharged on (B)(6) 2013. A proximal type I endoleak was noted on the one-month CT scan. The aneurysm diameter was 56 mm. On (B)(6) 2013, a (B)(6) 2013, a proximal type I endoleak was noted on the 6-month CT scan. The aneurysm diameter was 60 mm. On (B)(6) 2014, a secondary intervention was performed to treat the persistent proximal type I endoleak. A carotid bypass was performed and a ztrak(lot# e122479) was placed. The secondary intervention was deemed successful. On (B)(6) 2014, on the 12-month CT scan, no endoleak was noted and the aneurysm diameter was 56 mm. The pt was discharged from the hospital on (B)(6) 2014, after the secondary intervention. The last pt contact was on (B)(6) 2014 - the pt was alive at that time.

Manufacturer narrative:
(B)(4). The investigation is in progress.